Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis during a call with technical support for an unrelated event. Per the pdrn, the patient was seen in the clinic on (B)(6) 2022 for abdominal pain. Upon follow up, the pdrn stated a pd effluent culture was obtained on (B)(6) 2022. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was prescribed ip vancomycin and ip ceftazidime, dose, frequency, and duration were not reported. The patient¿s abdominal pain worsened and the patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6) 2022. The hospital course is unknown. The cause of the peritonitis is suspected to be a breach in aseptic technique with the toilet as the source of the organism. The patient¿s culture results were positive for peritonitis, the culture results were positive for pseudomonas alcaligenes. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique with the toilet as the origin of the bacteria. This is supported by the culture result of pseudomonas as this organism is known to inhabit water and the stool of humans. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Corrected information: h.10 additional information: g.1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, a review of the user guide which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis during a call with technical support for an unrelated event. Per the pdrn, the patient was seen in the clinic on (B)(6) 2022 for abdominal pain. Upon follow up, the pdrn stated a pd effluent culture was obtained on (B)(6) 2022. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was prescribed ip vancomycin and ip ceftazidime, dose, frequency, and duration were not reported. The patient¿s abdominal pain worsened and the patient was admitted to the hospital on 2022 and discharged (B)(6) 2022. The hospital course is unknown. The cause of the peritonitis is suspected to be a breach in aseptic technique with the toilet as the source of the organism. The patient¿s culture results were positive for peritonitis, the culture results were positive for pseudomonas alcaligenes. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.